Event description:
It was reported via repair work order that the fowler would drift due to a broken fowler motor clutch spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.